Event description:
It was reported that there was an increase in thresholds and decreased sensing in the right ventricular lead less than one month after the initial implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 290 sic were recorded beginning (B)(4) 2014. There are 541 lifetime counts since implant. The lead integrity alert (lia) was triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia and sic.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The helix of the lead was extrinsically bent and the visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.